Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleging device is display service required and incorrect power supply. There was no report of patient harm or injury. There was no report or medical intervention. Additional issues include pca burned, outlet seal contaminated, scratched display. The device was scrapped. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up will be filed.